Event description:
A health care professional reported that during intraocular lens (iol) implantation procedure, lens was torn before loading and there was no patient contact. The procedure was completed on the same day. Additional information was requested, but no further information is available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).